Event description:
26mm sapien 3 valve. As reported by the clinical specialist, approximately 2 years, 7 months post successful tf tavr, a valve in valve procedure was performed with a 26mm sapien 3 ultra valve within the pre-existing 26mm s3 due to post tavr ai/halt. The physician stated this was valve thrombosis due to medicine mismanagement.